Event description:
A cartridge alarm was reported during the load process. There was no adverse impact to the customer's blood glucose level. The customer understood instructions to use multiple daily injections (mdi) as a backup for insulin delivery. Technical support confirmed the issue and arranged for a replacement pump, which would include the latest software update. The customer was instructed to put the pump into storage mode and return it using the provided shipping materials to avoid charges. Technical support also provided guidance on programming the replacement pump settings and connecting the continuous glucose monitor. The customer acknowledged all instructions and actions to be taken.